Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 880426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy+ bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage and alopecia had resolved and the psychological trauma outcome was unknown. The reporter considered alopecia, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Lot number: 880426 manufacturing date: 2011-07 expiration date:2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 880426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy+ bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage and alopecia had resolved and the psychological trauma outcome was unknown. The reporter considered alopecia, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received-previously reported event injury nos was replaced with pelvic pain ,abnormal bleeding ,psy injury, hair loss. Lot number was received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.